Manufacturer narrative:
Manufacturer's reference number: (B)(4). The returned device was visually inspected, and reddish material was found inside the pebax. Per this condition, scanning electron microscope (sem) analysis was performed over the pebax. The external surface of the pebax was found to have a small hole in it. It is possible that the damage was caused by contact with an unknown object. Per the reported event, the catheter was evaluated for carto 3 system performance. The catheter was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was subjected to a screening test and a force calibration check. The catheter passed both tests. The force feature was working properly, and the force sensor values were found within specifications. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding force issues has not been confirmed. However, the pebax was found damaged. Based on the available analysis results, it cannot be determined whether the issue is related to an internal or an external cause.

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter with a thermocool smart touch bidirectional catheter where the force data was displaying incorrectly. The issue was noted upon connecting the catheter to the carto 3 system. The catheter was replaced, and the case continued without any patient consequence. An issue with the force sensor is highly detectable, and the potential that such an issue could cause or contribute to an adverse event is remote. As a result, this is not an MDR reportable event. On 02/13/2017, the biosense webster failure analysis lab received the device, and reddish brown material was found underneath the pebax. Microscopic analysis of the pebax revealed no structural damage. If foreign material is found underneath the pebax, but the structural integrity of the pebax is not compromised, the potential that it could cause or contribute to an adverse event is remote. This was not an MDR reportable finding. However, on 03/03/2017, the device underwent scanning electron microscope analysis, and a small hole was found on the surface of the pebax. If the pebax is damaged and the patient is exposed to the internal components of the catheter, the risk of thrombus formation is critical. As a result, this event is MDR reportable.